Event description:
It was reported by the sales rep that the product was used in an interstitial laser coagulation. The procedure went fine and the pt did not experience any complications. However, the next day the 92-yr old male pt developed sepsis and expired. The physician stated that the pt had multiple health problems. The physician was out of the office this past week and was informed today (11/18/1999) about this incident; therefore the rep was not notified unitl today (11/18/1999).